Manufacturer narrative:
There was no patient use in the reported event. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During preventive maintenance the automated impella controller failed the system check and displayed a battery failure alarm. After the battery was replaced, the console passed all checks and was operating normally.

Manufacturer narrative:
This follow-up MDR is being submitted to document the final investigation conclusions and to correct information provided in a previously submitted MDR. Section b3 has been updated to correct the date of event. Section d9 has been updated to reflect that the device was returned to the manufacturer for investigation. Section h3 has been updated to indicate that the device was evaluated by the manufacturer. Investigation summary: the cause of the battery failure alarm was due to the depleted battery.